Event description:
It was reported that a user contacted support regarding a slightly elevated blood glucose of 191 mg/dl while using the ilet, with no alerts or alarms, and was advised that ilet corrections can take 1 to 2 hours; the cause of the hyperglycemia was unclear, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and self-management while awaiting automated correction. Investigation included customer interview and product use review. Investigation of this case revealed no device malfunction or alarm activity and no identifiable device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.